Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the infusion device displayed an e7 electronic error on (B)(6) 2012. Her blood glucose was 5.8 mmol/l (104.4 mg/dl), and she believes the infusion device delivered insulin correctly over the night. Pt removed and reinserted the battery, but this did not clear the error message. She changed the battery and batter cover but reported none of the buttons on the infusion device would function after that. Pt was taken to the hospital on the afternoon of (B)(6) 2012 with diabetic ketoacidosis and blood glucose of 30 mmol/l (540 mg/dl). Pt had switched to insulin injections when the infusion device stopped functioning correctly, and this was when her blood glucose elevated. Pt was hospitalized for one night. The infusion device was requested for eval. No add'l info was provided.